Manufacturer narrative:
Reference#: (B)(4). Complaint confirmed. Visual inspection showed separation between the silicon patty and the electrode. The introducer was on the distal end of the catheter with the silicon patty folded outward with the electrode on the inside. This can be caused by inserting the catheter into the introducer incorrectly, causing bending and/or other damage to the electrode. Thus, the investigation identified the root cause of the reported event to be user error. The IFU for this device states that the active surface of the electrode should be facing out during advancement, not flexed or folded inward on its vertical axis. A review of the device history records indicated that this lot number was released meeting all specifications as manufactured

Event description:
Upon inserting the tts-1100 catheter into the introducer, the customer bent the catheter damaging the device.